Event description:
"The doctor said that the screw was stripped." There was no adverse consequence to the patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if it becomes available then it will be submitted in a supplemental report.